Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss for unknown length of time occurred. Data was evaluated and the allegation was confirmed as signal loss for over one hour. The probable cause could not be determined. The reported event of signal loss for unknown length of time is reportable based on the finding of a signal loss for over one hour. No injury or medical intervention was reported.